Event description:
Single chamber defibrillator, single coil, couldn't defibrillator. Biotronik rep called in to note they will be adding a medtronic 6996 sq coil to patient's system due to inability to successfully defibrillate with single coil df4 biotronik lead and device. Caller was inquiring about the 6996sq and the 5019 adaptor. He noted he would register the lead and adaptor so our records would indicate these are present. Additional information is not known about the case due to it not being a medtronic device. Discussed 5019 and 6996sq connection with df4 lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).